Event description:
According to the reporter, during endoscopic neuro procedure, the unit had functional test failure. When they use the bovie with monopolar, it was noted that the patient's temperature elevated to 1-2 degrees. This was recorded via a nasal temp probe. The staff changed out the megadyne pad for a sticky bovie pad and the issue stopped. This was on a patient under 5kg with an infant bair hugger between the megadyne pad and the patient. Recently they had an infant who had received a burn from an emergency service unit. They were thinking it was arcing, potentially due to poor contact. They took the bovie to (B)(6) and a megadyne pad and they found out that it was failing the monopolar coagulation test. The surgical field was dry. This incident had been ruled out as a burn. There was no consult or treatment to the area in question and the skin concern had resolved itself by the next day. After placing an adhesive grounding pad on the patient, the problem was resolved. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an adverse event without an identified device or use problem and the monopolar port of the device had an issue. The device did not operate in the coagulation mode and the device failed the self-test upon power on. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopic neuro procedure, the unit had functional test failure. When they used the bovie with monopolar, it was noted that the patient's temperature elevated to 1-2 degrees. This was recorded via a nasal temp probe. The staff changed out the megadyne pad for a sticky bovie pad and the issue had stopped. This was on a patient under 5kg with an infant bair hugger between the megadyne pad and the patient. Recently, they had an infant who had received a burn from an emergency service unit. They were thinking it was arcing, potentially due to poor contact. They took the bovie to martin cobb and a megadyne pad and they found out that it was failing the monopolar coagulation test. There was no patient injury.